Event description:
Reporter alleged discrepant back to back results of 313 mg/dl versus a result of 143 mg/dl when tests were performed within 10 minutes. As a result of comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.